Event description:
A nurse reported that it was observed one haptic broken following insertion of the intraocular lens (iol) in the anterior chamber. The iol was removed and replaced with another iol during the same procedure. Additional info received indicated the wound had to be enlarged remove and replace the lens. It was reported that this might have lead to residual astigmatism in pt. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned positioned incorrectly. Solution is dried on the lens. One haptic is bent at the gusset/distal areas due to the condition of the returned sample. The other haptic is broken/torn-returned adhered to the posterior surface of the optic. The haptic/optic junction is torn/split/cracked. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).